Event description:
A physician reported that during the surgery an ophthalmic operating system perfusion pressure did not increase and the posterior capsule in the patient's eye (unknown) was coming up. The surgery was completed on the same day after fluidics management system (fms) exchange. The type of procedure was not reported. No patient impact was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative was unable to confirm nor replicate the reported event. However, a fluidics module (fm) was replaced as a preventive measure and returned for testing on this investigation. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The fm was received for testing on this investigation. A visual assessment of the returned sample revealed a loose 3d bracket. The returned sample was installed into a system and tested. There was no nonconformity found. The reported event was not replicated. The system was found to have no problem. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.